Manufacturer narrative:
(B)(4). Additional information from the physician was received indicating that the shortness of breath (sob), chills, general malaise, and lower extremity swelling were not related to the implanted mitraclips and not related to the mitraclip procedure. It was confirmed that there was no relationship between the reported event and the mitraclip devices. (B)(4).

Event description:
Subsequent to the initial medwatch report, additional information received: the study physician reported that the (B)(6) 2015 hospitalization for constant shortness of breath (sob), chills, general malaise, and lower extremity swelling, was not related to the implanted clips and not related to the mitraclip procedure. There was no reported device malfunction.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is conservatively filed because approximately 4 years and 7 months post device implantation, the patient was hospitalized for shortness of breath (sob), chills, general malaise, and lower extremity swelling. The device relationship has not been provided. It was reported on (B)(6) 2011, two mitraclips were successfully implanted in a patient with functional mitral regurgitation (mr), successfully reducing the mr from 3+ to 1+ without a reported device malfunction. On (B)(6) 2015, the patient was hospitalized for constant shortness of breath (sob), chills, general malaise, and lower extremity swelling. Treatment was not reported. The patient remains in the hospital. The study physician did not provide a relationship event to the device. There was no additional information provided.